Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not move but did aspirate. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic zip lock bag along with a bl5325w pack label from lot v3879. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were noted. A functional test was performed using a stellaris pc system. After only about 30 seconds the inner needle stopped retracting from the port window. The inner needle blocks the port, preventing cutting and aspiration.